Event description:
It was reported to boston scientific corporation that a pinnacle anterior pelvic floor repair kit was implanted (B)(6) 2009. According to the complainant, the patient experienced pain and disability. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.